Event description:
Report recieved of no audible alarm tone. The pump was returned to the biomedical engineering department with an unsigned note that stated "error message". No tracking information was provided, therefore, specific patient information, pump programming, or event details were not available. During testing by the user facility, the device did not sound an audible alarm tone when powered on or during an alarm condition while on the low volume setting. There were no reports of any adverse patient events while the device was in clinical use.